Manufacturer narrative:
Additional information: h4, h6, and h11. H4: the lot was manufactured between november 13, 2023 and november 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime between june 6, 2024 - august 7, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-seven (27) large volume folfusors underinfused during infusion. The pumps were filled to nominal volume with piperacillin tazobactam 18000mg in sodium chloride 0.9% solution. The expected therapy time was 24 hours, but the pumps were not fully infused after the 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.